Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 1 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was under ventilation. The root cause was determined to be not verified or validated combination of tubes and water chamber used. In consequence this case was solved, the usage was out of intended use. Hamilton medical ag technician recommended to replace defective water chamber with a complete breathing circuit set with water chamber. There was no patient or user harm.

Event description:
Two consecutive leaks occurred from the base of the water supply pipe during use on a patient in an incubator. Hospital staff removed and installed the chamber from a brand new adult circuit set. As a result, the temperature at the mouth reached approximately 43°c and a temperature rise alarm was triggered. The temperature at the mouth rose and fell in cycles of approximately 4 minutes.